Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 weeks after the dental implant was placed in ada site 4 in the mouth, the implant did not achieve osseo- integration. Clinician noted patient's pain and infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015.

Event description:
The clinician reported that 6 weeks after the dental implant was placed in ada site 4 in the mouth, the implant did not achieve osseo- integration. Clinician noted patient's pain and infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Follow-up being sent in order to correct the name of the implant.

Event description:
The clinician reported that 6 weeks after the dental implant was placed in ada site 4 in the mouth, the implant did not achieve osseo- integration. Clinician noted patient's pain and infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).